Manufacturer narrative:
Omit : a141204 - pumping stopped (1503). Additional information : describe event or problem, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that during the infusion of four critical drips on a patient in surgical intensive care unit, the pc unit spontaneously and unexpectedly turned off around 1:00 am on (B)(6) 2021. The clinician remembered the device making a "noise" and that it had red lights flashing. The four pump modules were connected to the pc unit. The device was plugged in to emergency power and was fully charged. There was a delay in patient care but there was no patient harm as three additional nurses came into the room to help immediately to transfer the infusions over to other pumps. The changeover was successful. There was patient involvement and no harm to the patient.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that during the infusion of four critical drips on a patient in surgical intensive care unit, the pc unit spontaneously and unexpectedly turned off around 1:00 am on (B)(6) 2021. The four pump modules were connected to the pc unit. The device was plugged in to emergency power and was fully charged. There was a delay in patient care but there was no patient harm as three additional nurses came into the room to help immediately to transfer the infusions over to other pumps. The changeover was successful. There was patient involvement and no harm to the patient.